Event description:
Per the clinic, the patient experienced meningitis approximately one month following explant of the cochlear implant device, after which the patient reportedly entered a coma (specific date not reported). The depth gauge was left in situ at the time of explant to prevent ossification. Additional information has been requested but has not been made available as of the date of this report.